Event description:
Reporter called and alleged that the left head siderail would not latch. I told him that he could clean and lubricate the release pins, or we could have a tech come and do it for him. Reporter cleaned and lubricated siderail latch pins to resolve issue. Serial number not provided.